Event description:
It was reported that the atrial lead dislodged shortly after implant in 2006 and it was decided not to intervene at that time. The lead was explanted due to the dislodgement on (B)(6) 2015 during a routine device change out procedure. No complications occurred during the procedure. The patient was in stable condition post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.